Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause: no lot/serial number or sample was returned by the customer. No root cause can be determined at this time. Action taken: no further action is warranted at this time. Complaint trends will continue to be monitored and further action will be initiated when deemed necessary by the appropriate responsible management personnel. Additional information has been requested. This report was mailed to FDA on: 04/01/2011. The manufacturer internal reference number is: (B)(4).

Event description:
A friend of a consumer reported that the consumer is unhappy with the results following intraocular lens (iol) implant surgery. The consumer sees a constant light flickering in the right corner of her eye both indoors and outdoors. The surgeon has no explanation as to the cause. Additional information has been requested.